Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and could not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio observed that the digital pcb assembly caused an excessive electrical leakage which depleted the internal hlc batteries. The excess current was traced to the 3.3 volt vrtc_aux line on the digital pcb assembly. The customer received a replacement device.